Event description:
It was reported to philips that fluoroscopy and cine exposure were not functioning. The device was inside of clinical use at the time of the event. The procedure was delayed because the patient was moved to another room. No patient or user harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wired footswitch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the no fluoro or cine. During troubleshooting, fse found that old footswitch had exposed wiring and was unable to take images. Fse replaced with new footswitch. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that failure was identified to be footswitch. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.